Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 functional tricuspid regurgitation for a triclip procedure. A triclip was placed successfully, during deployment there was challenges disconnecting the clip from the delivery system. Troubleshooting was performed by moving the triclip steerable guide catheter (tsgc) anterior and posterior. This was completed successfully, and the clip was deployed. While preparing a secondary triclip, it was noted that the first clip had a single leaflet detachment (slda) and was fully detached from the septal leaflet. The second triclip was then implanted posterior to the 1st clip for stabilization. The final tr is grade 2. There was no adverse patient effects or clinically significant delay reported. No additional information was provided.

Event description:
N/a.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the cause of the reported slda and difficult deployment were unable to be determined. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.